Event description:
It was reported that the device had air in line error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of air in line error was confirmed. Received on 30-jul-2025, lvp device was received unboxed and with paperwork. The unit alarmed air in line error when run on a dry set. Faulty ail assembly. Defective material from supplier. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace the ail. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.